Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port products are identified in procode and PMA/510k. As the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Event description:
It was reported that some time post port placement, the port was allegedly unable to infuse during infusion. It was further reported that the catheter was allegedly broken. The distal catheter segment was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one x-port isp attached to a groshong catheter in two segments was returned for evaluation. Visual, microscopic visual, tactile and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture, material separation and identified dent in material issues as a complete circumferential break was noted approximately 5.8cm from the distal end of the cath-lock that was elliptical in shape. Further, the edges of the complete circumferential break were jagged, with granular break surfaces. The investigation is confirmed for the identified material erosion issue as wear of catheter depth markings was noted on the catheter near the point of necking. During functional evaluation, both the port body with attached catheter segment and distal catheter segment were patent to infusion and aspiration without any issue. However, the investigation is inconclusive for the reported difficult to flush as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023), g3. H11: h6(device, method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year post port placement, the port was allegedly unable to infuse during infusion. It was further reported that the catheter was allegedly broken. The distal catheter segment was removed. There was no reported patient injury.